Event description:
It was reported that during the afib procedure, it was noticed that the patient's blood pressure had decreased. Ice confirmed a pericardial effusion. A pericardiocentesis was performed. The patient was taken to ICU in stable condition for observation. The patient had a large left pulmonary vein common atrium.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01, serial # (B)(4). Stockert model # m-5463-01, serial # (B)(4). Lasso model # unknown, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated visually and for deflection characteristics; it was also tested for electrical performance, stockert compatibility, and thermal sensor response. The catheter passed all these tests. In addition, the instruction for use (IFU) recommends that a careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The device history record (DHR) was reviewed and no anomalies were found regarding this issue. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.